Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a hospital medical records department (other) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the medical records department found a procedure date on (B)(6) 2010, it was for a device removal and said it was non-functioning. The healthcare provider (hcp) ordered the chart and requested a copy though fax. No further complications were anticipated/reported.